Event description:
The customer reported that while pipetting an hbsag microwell plate on summit the technician observed that no conjugate was added to well b11. No error was generated. No death or serious injury was associated with this complaint.